Event description:
This is a spontaneous report from a consumer in (B)(6) of patient that made a mistake/touch contamination/human contact and peritonitis in a male patient ((B)(6)) coincident with dianeal pd4 ambuflex therapies. On an unreported date in 2010, the patient began treatment with dianeal pd4 ambuflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake/ touch contamination/ human contact which caused peritonitis on (B)(6) 2012. On that same day, the patient was hospitalized for peritonitis and a peritoneal effluent culture was performed. The results of the culture showed growth for (B)(6). Treatment in the hospital was vancomycin IV (intravenous) (dose, frequency, and lot number not reported). On (B)(6) 2012, the patient was discharged from the hospital and started on vancomycin ip (dose, frequency, and lot number not reported). The home patient was retrained on proper aseptic technique on (B)(6) 2012 and has reportedly recovered from the peritonitis. The client continues on peritoneal dialysis with no further complications noted. The rn does not feel that the peritonitis was in any way related to baxter's solutions, disposables or hardware. The client's improper aseptic technique is the cause of the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.